Event description:
It was reported that the physician did a mechanical test of the screw mechanism prior to implant which was ok. However, after a visual inspection the physician did not like the junction of the lead body and the screw mechanism. A new lead was requested and this lead looked and operated appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix slightly bent. There were no other anomalies observed regarding the returned lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).